Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was not returned to fisher & paykel healthcare for investigation. Our investigation is thus based on the information provided by the facility, our knowledge of the product and previous investigations of similar complaints. Conclusion: without the complaint device we are unable to determine the cause of the leak. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that the rt266 infant dual-heated evaqua2 breathing circuit caused an alarm on an astral ventilator upon set-up. No patient consequence was reported.